Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities or damage that could have contributed to the reported condition. Functional leak testing was performed and a leak was observed at the seam near to the injection site. The reported condition was verified. The cause of the condition was deemed to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container leaked. In the shipping department prior to use, a leak was observed at the lower seam. The device was filled with an unspecified volume of fentanyl. There was no damage noted to the container prior to filling and no sharp objected was used around the sample. There was no patient involvement. No additional information is available.